Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of myocardial infarction is listed in the xience pro a everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro a device is currently not commercially available; however, it is similar to a device sold in the u.s.

Event description:
It was reported that on (B)(6) 2020 the 2.5x38 mm xience pro a was implanted in the mid left anterior descending coronary artery. On (B)(6) 2020 the patient was noted to have increased troponin level that was diagnosed as a myocardial infarction resulting in a prolonged hospitalization. No treatment was given. The condition resolved on (B)(6) 2020 when the troponin level was decreasing. No additional information was provided.